Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles from lot 8305946. Consumer reported needle clog during priming, needle missing at non patient end and needle bent at non patient end. Both returned pen needles were examined, and it was observed that one exhibited a bent non-patient end (npe) cannula, and the other a broken npe cannula. No evidence of manufacturing defect was observed on either of the returned pen needles. The bent, and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since both pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the needle clogged during priming with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported needle clog during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clogged during priming with a bd ultra fine¿ pen needles. This occurred on 2 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported needle clog during priming.